Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor had missing electrocardiogram (egm) records. No intervention was performed, and the patient's status was not reported.